Event description:
Event description guidant received information that this active fix implantable lead may have perforated the right ventricle. The lead displayed high thresholds, and extra-cardiac stimulation during the implant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead dislodged three weeks post implant and fell from the low septum into the apex, which, was very thin and brittle. The lead perforated the heart tissue and resulted in high threshold measurements and extracardiac stimulation. A lead revision procedure was performed. The lead was successfully repositioned without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The df-1 terminal segment was returned severed 3.5 centimeters (cm) from the terminal pin and the is-1 terminal segment was returned severed 4 cm from the terminal pin. Testing was completed to assess electrical performance for the returned portions of the lead. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities based upon testing of the returned portions of the lead.

Event description:
Additional information was received that the lead was later explanted and portions were returned for an unspecified reason several years later.